Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of life (eos) status after less than a year of implantation due to battery voltage dropped abruptly. The icm will be replace and returned for further analysis. No adverse patient effects were reported. Additional information revealed that the icm was explanted and returned to bsc. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of life (eos) status after less than a year of implantation due to battery voltage dropped abruptly. The icm will be replace and returned for further analysis. No adverse patient effects were reported.